Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was and is a loss of the ECG-signal (zero line) without any alarm. The device was in use during monitoring a patient.

Event description:
The customer reported that there was and is a loss of the ECG-signal (zero line) without any alarm. At the time of the alleged malfunction, the device was being used for clinical monitoring. There was no allegation of a patient harm.